Event description:
It was reported to boston scientific corporation on august 04, 2008, that a spyglass director visualization probe was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, when the physician was advancing the probe through the endoscope, "the probe kinked and broke." It was further reported that the physician completed the procedure with a different device (product and manufacturer unknown). There were no patient complications as a result of this event, and the patient was reported to be doing "fine" following the procedure.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacturer date is unknown. An evaluation of the returned device revealed that the probe sheathing and fibers were broken. Although the cause of the reported malfunction is undetermined; it is likely attributable to procedural use (i.e. Operational context). The july 2008 15-month spyglass direct visualization probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.